Event description:
A user facility reported that they were unable to further inflate or deflate a mask after it was inserted into pt. There was a small leak but the case was completed without incident and the physician cut the inflation line in recovery to deflate. There was no pt injury. The user facility has been requested to return the mask for evaluation.